Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger.

Event description:
A consumer implanted for non-malignant pain reported the antenna got too during recharging and burned them. It was confirmed the thermometer icon wasn't seen during recharging. It was noted the consumer charged against a chair and charged every two to three weeks. No out of box failure was reported.

Event description:
Analysis finding indicated that there was no anomalies with the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.